Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, it was found that the real intelligence robotic drill showed a disconnection and also the drill attachment could not be unlocked. The surgery was completed changing to manual procedure. No injuries were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6)used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. An image was provided. The reported problem was confirmed with a visual inspection. The handpiece showed a disconnection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a loose internal connector. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill passed both kpc testing and a case with no problems nor errors. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor passed testing. After reassembly, the drill again passed kpc and a case with no errors. An image was provided. The reported problem was confirmed with a visual inspection. The handpiece showed a disconnection however the cause cannot be determined. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose connector. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.